Event description:
At about 4 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 november 2023, lot 2243291: 120 items manufactured and released on 26-jan-2023. Expiration date: 2028-01-08. No anomalies found related to the problem. To date, 105 items of the same lot have been sold with another similar reported event during the period of review.